Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 359mg/dl. The customer's levels had gone as high as 596mg/dl. The customer states they treated with manual injection. The cannula was noted to be bent. The customer states they will be conducting full set, reservoir and insulin change. The customer will monitor their blood glucose levels and call back if issues persist.